Event description:
Patient tried the lap-band three times and it didn't work. The band unlatched on the 1st attempt, and it disintegrated and the tube went into pieces the third time so the patient got it removed.